Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03726. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and (B)(6) 2008 and mesh and dima needleless were implanted. The dates of specific product were not clarified. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, vaginal vault prolapse, uterine prolapse, rectocele, weak rectovaginal tissue and intrinsic sphincter insufficiency. It was reported that following insertion the patient experienced pressure in vaginal area, can hardly sit or stand when having pressure, recurrent urinary tract infections, vaginal bleeding, worsening stress incontinence, constant leakage, severe mesh erosion, vaginal atrophy, yeast infections, unable to control urine, vaginal erosion, persistent pelvic pain, nocturia, increasing frequency, pelvic pain, pressure in vaginal area. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with cystourethroscopy due to sui and intrinsic sphincter insufficiency. No additional information was provided.